Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort located at the ipg site due to scar tissue. Surgical intervention was undertaken during which the ipg was explanted and replaced for new technology. The ipg was placed in the same pocket. The issue was resolved.